Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 (mg/dl). Customer consumed food to treat bg levels. Reportedly, the customer transitioned from lantus to the pump the day of the event. System check with tandem technical support indicated pump was performing as expected. Customer reported bg levels were stabilized.

Manufacturer narrative:
.